Event description:
The rn's at the facility are having difficulty aspirating and infusing. They have noticed some of the pt's have formed fobrin sheaths. One instance the rn had difficulty aspirating, but still gave the chemotherapeutics and the pt complained of chest pain.